Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a low battery alert from the insulin pump. The customer stated that she was hospitalized for diabetic ketoacidosis. The customer stated that she had symptoms such as extreme nausea and stomach pain. The customer stated that she was in the hospital for 3 days. The customer stated that she also had the pump powered off and she does not know why. The customer was advised to insert new aaa alkaline batteries. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that the battery does not last longer than 3 days. The customer will be sent a replacement pump.